Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to initiate therapy, but device kept alerting low flow and air in line. Noted device would not fill and there was no water going to the pads. They have swapped out to a different set of pads, and everything was working now. Noted it was difficult to speculate the issue since the pads have been removed already. Noted that connection was crucial to water flow rate (wfr). Discussed connecting holding nowhere near the clear connectors and verifying audible clicks with each connection. Also ensure that all lines are straight with no bends or kinks. Advised to place removed pads aside for follow up from arctic sun representative.

Event description:
It was reported that the nurse stated that they were trying to initiate therapy, but device kept alerting low flow and air in line. Noted device would not fill and there was no water going to the pads. They have swapped out to a different set of pads, and everything was working now. Noted it was difficult to speculate the issue since the pads have been removed already. Noted that connection was crucial to water flow rate (wfr). Discussed connecting holding nowhere near the clear connectors and verifying audible clicks with each connection. Also ensure that all lines are straight with no bends or kinks. Advised to place removed pads aside for follow up from arctic sun representative.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.